Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 8674701. Common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 8674701.

Event description:
It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was replaced with a scs system to address the issue. Therapy was restored. Investigation was unable to determine which of the leads attributed to the issue.